Event description:
It was reported that malfunction occurred on pump with code malf 12 after no notable events and fault ID 12-0x2071 was identified. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received pump reset instructions, successfully reset pump, did not experience recurring malfunction, and was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.